Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00145. It was reported during a lead replacement procedure on 29 dec 2017 (reference MFR. Report#: 3006705815-2017-01791 and (MFR. Report#: 3006705815-2017-01792) a cerebrospinal fluid (csf) leak occurred. It was noted the patient developed headache post-operative, but was given caffeine through IV fluids bag. Additional information revealed the patient also received a blood patch. The patient will follow -up with the physician as the next course of action. Note: both leads are being reported as it is unknown which contributed to the issue.